Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) contacted the customer, and the site confirmed that the reported issue was resolved and have had no further issues with the grounding pad. Most likely a placement or connection issue. No site visit was conducted. The system was working properly, and no additional action was required. A log report review was performed. Per the review, the following was confirmed: system serial#: (B)(4) event date (B)(6) 2022, and procedure name (ventral hernia ipom). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the customer converted to open surgery after the start of the procedure due to the erebe message. Follow-up was attempted. Implant date: the product is not implantable.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, that the electro surgical unit (esu) gave a message of "check neutral electrode contact" on the screen after the procedure was converted to open. There were no related errors in the logs. The caller stated the ground pad indicator was green on the screen while this message was present. The technical support engineer (tse) had the caller confirm they were using a validated ground pad covidien e7507. The caller placed a new pad on her arm and the indicator on the esu turned green. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.